Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer¿s daughter that customer experienced low blood glucose of 53 mg/dl due to possible over delivery. Customer was treated with food. Caller also reported that settings were incorrect, and the insulin pump was showing a 2012 date and the time of day was incorrect. Insulin pump was reset by nurse and pump began to deliver insulin properly. Troubleshooting was performed and it was found that a previous battery out limit alarm caused the insulin pump to reset itself which caused the incorrect time and date. Insulin pump is not expected to return for failure analysis.